Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). As stated by the field service technician the power supply smoked. The hl 20 unit will be shipped to (B)(6) center) for further investigation and repair. A supplemental medwatch will be submitted after new information has been received.

Event description:
As stated by the customer: when turned on the hl 20, the unit started smoking. No patient was involvement. (B)(4).

Manufacturer narrative:
A hl20 2-pump console (material#: 70102.8583) with the serial number: (B)(4), hereinafter called as dut, was received for investigation. From the outside the dut does not show any abnormalities. The power cable is firmly attached to the console and shows no signs of damage. The pump console has been opened. The batteries were short-circuited by a short circuit on the power supply board . The resulting high current flow has destroyed the power supply board and several cables. The most probable root cause of the short circuit is corrosion caused by intruding fluid on one of the mast supports. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal reference: (B)(4).